Event description:
Information received indicates the head section brake/steer casters continue to swivel when pushed in brake.

Manufacturer narrative:
The technician replaced both casters and set screws to repair the stretcher.